Manufacturer narrative:
This incident meets the reporting criteria of a FDA MDR report based on intervention carried out (pta was performed as a result of the occurrence of restenosis while a zilver ptx stent was indwelling. The zilver ptx device involved in this complaint was implanted in the patient; therefore, is not available for evaluation. With the information provided, a document based investigation was carried out. Images were not available to support the complaint investigation. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. The complaint is confirmed based on customer testimony. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to the restenosis process. Worsened claudication and restenosis of the stented artery are known potential averse events associated with the placement of this device. Pta was performed. There have been no further adverse effects to the patient reported. Quality engineering assessed the risk for this complaint it has been determined to be low. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012, three ptx stents were implanted in left, sfa, 2 x ziv6-35-125-6.0-120-ptx and 1 x ziv6-35-125-7.0-60-ptx. On (B)(6) 2014 the patient had symptoms of intermittent claudication/worse ruthford classification. Restenosis (50-99%) in the lesion where the complaint stents were implanted was confirmed, which extended throughout all the three stents. Pta was performed. There have been no further adverse effects to the patient reported. This report relates to one of the ziv6-35-225-6.0-120-ptx devices. Reference also related MDR reports 3001845648-2014-00256 and 3001845648-2014-00257 for the other two devices.